Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was evaluated at the customer site. The customer reported complaint for the thermogard displaying an error message mid: 09 (air trap assembly) was confirmed during archive review and initial functional testing. The defective air trap sensor block was replaced to remedy the fault. The console has passed all the final functional testing and met all manufacturing specifications. A visual inspection was performed and no discrepancies were observed. Event log review was performed and multiple error message mid: 09 were noted. During initial functional testing, the air trap sensor block was found to be defective due to fluid ingress found on the pc board. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4) reported on 10/09/2017 under (B)(4) for error message mid: 09. The reported issue was confirmed during archive review but not during functional testing. No issue was found and the console was working as intended for use.

Event description:
As reported during set up for patient use, the thermogard ivtm system (sn: (B)(4)) was displaying an error message mid: 09 (air trap assembly). The customer used another console to initiate the ivtm therapy. No known patient consequences were reported.